Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty turret could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that her olympus evis exera iii xenon light source was presenting an e200 error code during device installation. There was no patient involvement during this event.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report her event. During the call, tac recommended several trouble-shooting options. However, those were all unsuccessful. At that time tac recommended the customer return the subject device for repair. The device was returned, and an initial evaluation was conducted by olympus. However, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty turret was found and caused the reported e200 error code. If additional information becomes available following the device evaluation, a supplemental report will be filed.